Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 423 ohms through (B)(6) 2015, rises to 1406 by (B)(6) 2015. The impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance linearly rises from 418 to 1406 ohms between (B)(6) 2015 and (B)(6) 2015. Also, the analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture threshold steady at approximately 1.3 volts through (B)(6) 2015, rises to 2.5v by (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased threshold and increased and high impedance. The lead was replaced. No patient complications have been reported as a result of this event.